Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed. The suction quantity was out of standards due to damage of channel tube. The light guide lens was broken. The adhesive on the bending section cover was broken. Liquid leaked due to damage of the channel tube and deformation of right/left/up/down knobs. There was a crease at the connecting tube. The condition of light guide bundle was poor. The charge-coupled device lens had a scratch. The angulation in the up direction was out of standards due to a worn angle wire. The play of the up/down knob was out of standards due to a worn angle wire. The distal end was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the colonovideoscope had unknown foreign substances in the suction channel, which occurred from a previous procedure, and were removed from the device. No patient harm reported. The customer had reprocessed the scope correctly.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter and the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. Foreign material was not identified. However, the following were likely the causes because the material was detected during the inspection prior to use. Since reprocessing method conducted by the user after previous use was different from the method recommended in the instructions for use (IFU), dirt was adhered. Leakage from the channel occurred. Therefore, foreign material may have not been removed if appropriate reprocessing was conducted after previous use. The instructions for use (IFU) states the following guidelines: reprocessing manual: 1.4 precautions warns for insufficiently reprocessing as follows: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Reprocessing manual: precleaning the endoscope and accessories states on immediate precleaning after procedure in order to prevent adherent of dirt. If the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure.

Event description:
Additional information was received from the reporter. The procedures were not impacted. The intended procedures were completed with a similar device with no surgical delay.